Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist was attempted to get the additional information. No responses received from the customer. Additional information will be added to the record if and when the information is received. Then tss proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary interface messages were up to date; however, the patient information was indicated as not current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.